Event description:
Interphlex stabilization rod broke after implanting device. Pt experienced pain and swelling 2 wks post-op. Surgical site was cultured for bacterial growth and none was found. Product was explanted from pt's 5th right toe in 2004. Pt is recovering successfully.